Event description:
A customer reported a broken cryocyte bag. The customer was unable to specify the location of the break. The bag contained 80ml of hcp-a cells. There is no pt impact to date as the cryocyte bag is still frozen. The bag was stored entirely in liquid nitrogen. Bag was frozen in 2005, is yet to be thawed, and the break was discovered seven months later. This complaint was reported in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timeframe 2005-2006.